Manufacturer narrative:
(B)(4). Concomitant medical devices: dual mobility liner # item 110024461 lot 953670. G7 screw # item 010000997 lot 6152523. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05168. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision surgery approximately one month post implantation due to liner dislodging from shell. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.